Manufacturer narrative:
Product analysis: the product was received by medtronic in a semi-cloudy tan 0.2% glutaraldehyde solution in an explant kit. The v alve was discolored showing evidence of blood contact. All stent posts were measured for deflection. Stent post measurements were as follows: left-right stent post = 0°, right non-coronary stent post = 1°, non-coronary stent post = 1°. All leaflets were in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets appeared intact. All leaflets and commissures appeared intact. No other anomalies were found. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the information available and analysis results of the returned device, the clinical observation could not be confirmed or determined. The device is considered acceptable. The received information mentioned that the issue patient experienced could be due to patient anatomy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve and after the device was implanted and the patient was taken off of cardiopulmonary bypass (cpb), the physician noted very high velocities in the outflow tract. A transesophageal echocardiogram (tee) showed abnormal patient anatomy which led to the valve stent post protruding across the aortic outflow tract and closing off the outflow. The physician stated that this was a rare and abnormal case. The patient continued to have issues maintaining blood pressure. The physician decided to explant the device and implant a device with a lower profile. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.